Event description:
Received a report from a consumer indicating upon removal of a tampon pledget it separated into two pieces. Consumer was able to remove first piece, however, they had made an appointment with their doctor for removal of the remaining portion of the tampon pledget.